Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient stated during hospitalization for non-vad related issues they had a no external power alarm on their controller while connected to their mobile power unit (mpu). There was no issue while the device was being powered by the hospital's power module. The no external power occurred on the patient's mpu and the hospital's mpu. The green light was illuminated on both mpu's when the controller alarmed. The patient's controller was replaced and no issues were noted following the replacement of the controller. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the log file retrieved from the returned system controller; the events recorded in the downloaded log file were not reproduced during analysis of the returned system controller. A review of the downloaded log file showed that it contained approximately 8 days of data (15oct2019 ¿ 23oct2019, per the time stamp). On 20oct2019 at 23:51 and 23oct2019 at 10:57, the controller recorded multiple intermittent no external power alarms being active. During these events, the rsoc voltage value of both power cables was intermittently fluctuating/dropping and was observed to be identical. Based on the rsoc voltages, all of these no external power events appeared to occur while connected to an mpu. Pump support was not affected during these events as the system was supported by the backup battery as intended. The end of the log file appears to have captured the driveling being disconnected and the controller being powered down following the controller exchange. Despite these events, no other atypical events or alarms were captured in this log file and the pump appeared to function as intended, operating above the low speed limit while the driveline was connected. The returned system controller (serial number (B)(6), no backup battery provided) passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. Following the functional testing, the system controller was disassembled and continuity testing of both the white and black power cables did not reveal any issues. In addition, the insulation resistance of the controller's black and white power cables was measured between the conductors and the shielding with an insulation tester. Both cables passed, indicating no issues with the insulation of the controller's power cables. The returned system controller was also tested using test 14v batteries as well as a test mobile power unit. The controller was found to function as intended and the reported events were not reproduced during testing. As a result, the events captured in the downloaded log file could not be correlated to a system controller related issue. The system controller was exchanged, and no further issues have been reported at this time. Although it was confirmed, a specific root cause for the reported event was not conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including no external power alarms, and the proper actions to take if the alarms cannot be resolved. The heartmate ii lvas patient handbook with mpu under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. Heartmate ii patient handbook and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.